Event description:
It was reported that an out-of-box ilet used for initial training would not accept any infusion set connectors, as the connector could not twist into place, while the same connectors worked with a backup ilet. Symptoms included no adverse clinical effects and no blood glucose impact because the patient had not started ilet therapy. Outcomes included no injury and no need for medical intervention or hospitalization. Investigation included complaint intake, troubleshooting with the reporter, and initiation of device return for evaluation. Investigation of this case revealed a suspected mechanical interface issue at the infusion set connection on the reported ilet, consistent with a device connection or fitment problem isolated to that unit. It was concluded, based on previously established findings for similar reports, that the cause was attributed to a device manufacturing or assembly nonconformance affecting the connector interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.